Event description:
The pt underwent an interventional procedure using a 7 fr interventional sheath. The cardiologist attempted closure with a techstar xl 6 fr pvs device. The procedure went without incident resulting in a completely dry closure. However, the pt developed a retroperitoneal bleed requiring surgical intervention.